Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient could not tolerate the iol due to surgically induced astigmatism. The iol was explanted. Additional information was requested.

Event description:
Additional information was provided by the initial reporter, that in the surgeon¿s opinion, history of lasik surgery and astigmatism, caused or contributed to the event. The replacement iol is a different model iol with a 2d difference in power.

Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided that per the surgeon, the event was due to previous lasik procedure and astigmatism. The replacement iol was 2 diopters different from the originally implanted iol, which would reasonably suggest a preoperative calculation error. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).